Event description:
Device 3 of 5. Reference MFR report #s: 1627487-2011-05509, 05510, 05512 and 05513. The pt received an ipg and two lead extensions (from different lots) on (B)(6) 2009. On (B)(6) 2010, the pt received two percutaneous leads (from different lots) for off-label use. It was reported the pt was experiencing overstimulation from one of the lead extensions and at the ipg site. As a result, both lead extensions were explanted and replaced. Both percutaneous leads were repositioned for more comfortable stimulation. Stimulation was regained post-op and the scs system is performing as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.